Event description:
It was reported that the display was dim. (Lvp) there was no patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement.

Event description:
It was reported that the display was dim. (Lvp) there was no patient involvement.